Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended and dried blood was present in the helix housing. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure it was not possible to deploy the helix of this right atrial (ra) lead and thus high pacing impedance measurement were noted. The ra lead was removed but it was not possible to retract the helix thus a new lead was implanted. This lead will be returned. No adverse patient effects were reported.